Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are in pain with the two settings that was put on her device and she is experiencing shocking pain with her device for the last 3 months. Patient stated she is on group e and f and the healthcare provider told her to leave it on f and if it hurts too much she can go back to e. Patient reported the top of her legs and back hurts and they went back to group d. Patient stated she turn off the therapy but she is not sure what to do. Patient stated she is feeling electrical shock on the ins area since 3 months ago and she told doctor's office every time she went to the doctor. Patient stated she puts lidocaine patch on the area. Agent asked patient if they turned down or off the stimulation and patient said they turned the stimulation off and it felt a little bit back. Patient service reviewed device function and recommend patient consult with healthcare provider for next steps. The issue was not reso lved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported the system was explanted on (B)(6) 2025 because it was not working for their pain at all.

Event description:
On 2025-apr-07 the patient called patient services to respond to a follow up letter they had received. The pt reported they have met with manufacturer representatives (reps) several times for reprogramming sessions, which would lower their original pain in their back, but the pain they were getting from the shocking was not addressed, so they were still experiencing the shocking sensation. The pt mentioned they had met with reps a couple months prior at the clinic. The rep made adjustments and it would work great, but by the time the pt got home they would be hurting. The pt would have the same sciatica pain running down the back of their leg they had before. The pt was redirected to their doctor to address the shocking.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the physician explanted the entire system on (B)(6). Patient and physician had a meeting together in clinic and they decided together after discussion she was not ideal candidate for this therapy. Those details are not disclosed. The system was removed and not replaced due to therapy complaints. The last note the rep was (B)(6) and had noted 50% relief. There are no impedance issues noted.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.